Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including disability, hernia recurrence, chronic pain, scarring, disfigurement and revision surgery. The adverse reaction section of the instructions-for-use, supplied with the device lists hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned - remains implanted.

Event description:
Attorney alleges, "on (B)(6) 2018, patient was implanted with bard/davol perfix plug in the course of right inguinal hernia repair surgery." Attorney alleges, "further to the patient implantation with the product, the patient suffered the development of hernia recurrence and chronic pain." Attorney alleges, "on (B)(6) 2020, the patient underwent corrective revision surgery." It is alleged that the patient "has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences." Attorney alleges the patient suffered permanent injuries including scarring, disfigurement and chronic pain.", it is also alleged that the patient sustained injuries including hernia recurrence, chronic pain and psychological and emotional injuries; "attorney alleges the patient had pain, suffering and permanent physical disability". It is alleged that the patient continues to undergo medical care and treatment. It is also alleged that the patient sustained personal injury and the device was defective.